Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This MDR was originally submitted on (B)(4) 2016. The ack 1 for this submission was received on (B)(4) however, the ack 3 was never received from FDA. Stryker contacted the esg helpdesk and ticket 40616 was opened for the issue. As a result, the MDR had to be resubmitted and the ack 3 for this MDR was received on (B)(4) 2016, outside of the 30 day reporting window.

Event description:
It was reported the hi-lo actuator housing had broken away from the mount. Though not reported, depending on the position (height) of the lift when the breakage occurred, an unexpected lowering of the bed could result. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.